Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the permanent cautery hook (pch) instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The root cause of this failure is attributed to component failure. Additional observation not reported by site was also identified. The pch instrument was found to have a dislodged flush tube. Common causes of the failure mode dislodged instrument flush tube are typically attributed to mishandling/misuse. This may be attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate. The root cause of this failure is typically attributed to mishandling/misuse. The complaint regarding broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.